Manufacturer narrative:
On (B)(6) 2022. No incident during manufacturing. Products are conforms to our specifications. No other complaint concerning this lot. Delay in surgery: 35mn. We are waiting for additional information requested to complete our investigations and understand what happened. Product was discarded: no possible expertise.

Event description:
(B)(4). Incident occured in germany: complaint description: "gewinde der schraube beschädigt. Gewindegang löste sich beim einbringen".

Event description:
(B)(4). Incident occured in germany: complaint description: "gewinde der schraube beschädigt. Gewindegang löste sich beim einbringen".

Manufacturer narrative:
(B)(6) 2022 no incident during manufacturing. Products are conforms to our specifications. No other complaint concerning this lot. Delay in surgery: 35mn. We are waiting for additional information requested to complete our investigations and understand what happened. Product was discarded: no possible expertise. __________________________________________ (B)(6)2023 manufacturing data are in accordance with specifications. No other complaint concerning this batch number. The thread of the medical device was damaged during the insertion of the screw / threads broke while screwing in: no medical device returned - no photos available. We could not determine the root cause of this incident: we lack information. Screw was completly removed - no impact and no clinical consequence to patient - after verification and additional information, there were only 5mn delay on surgery and not 35mn. No corrective action implemented. This file is closed.